Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that they never had the results on the implant that they hope for. Patient then mentioned that they know that the implant was not going to do good for them. Patient then mentioned that they will have the device and lead explanted on feb. 24. Patient made a comment that the device was not placed properly and they have the device turned off for 2-3 weeks now.